Manufacturer narrative:
Final device analysis revealed no output or telemetry, normal eol. Computer longevity estimate was 23 months based on the device settings reported, the device life was approximately 20 months based on implant date and event date.

Event description:
It was reported that the patient experienced cessation of therapy (symptoms were unspecified. The hcp felt that the stimulator battery depeleted prematurely. The stimulator was replaced. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.